Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using cold insulin. Tandem technical support informed customer that fill a cartridge with cold insulin is off label per the user guide. Customer changed pump supplies to address issue. The customer's blood glucose level was 122 mg/dl.